Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that, during stent insertion a contour was used prior to procedure. It was determined that it was broken in half and no longer be used. The procedure was completed via alternative device used. There were no patient complications as a result of this event.